Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated. Multiple trouble-shooting attempts were unable to yield an interrogation. Magnet application over the device was able to produce tones. Multiple attempts for additional information were made; no additional information was received. There were no adverse patient effects reported. The device remains in service.

Event description:
Subsequent information indicates that the previously reported observation of interrogation difficulty was unable to be duplicated. A boston scientific representative was later able successfully interrogate the device. The device was reported to be operating as expected. The device remains in service.